Event description:
It was reported by service report that the customer alleged that the patient right side rail could not be latched in the raised position. Stryker technician was not able to reproduce the event; the siderail still operates, latches up and lowers and meets and performs to specification. The customer reported that they did not know if there was patient involvement; however, no adverse consequences were reported.